Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pericarditis and st-elevation myocardial infarction (stemi) occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. Pre- transesophageal echocardiogram (tee) revealed a baseline effusion. A watchman® access system (was) was positioned in the patient¿s laa. A 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed; however, the device was fully recaptured due to proximal placement and not passing the tug test. A second 27mm wds was then positioned and successfully implanted in the laa. There was no change in the effusion post implant which was noted to be 1.4cm. The patient was discharged the following day. On (B)(6) 2017, the patient presented to the emergency room (ER) with pericarditis and shortness of breath. The physician who read the electrocardiogram (EKG) when the patient came into the ER read it as stemi. The patient underwent emergent cardiac catheterization. The patient¿s coronary angiogram was normal with no coronary artery disease. It was stated in the notes the patient had a pericardial effusion prior to the device implantation. Echocardiogram on (B)(6) 2017 showed the pericardium was normal. There was a mild to moderate sized pericardial effusion (1.4 cm). The patient¿s chest x-ray showed possible pneumonia vs. Pericarditis. Infectious disease was consulted and the patient was placed on levaquin for pneumonia and started colchcine. On (B)(6) 2017 the patient was seen in the outpatient clinic by the implanting physician. There were no issues associated with the implant and the patient reported feeling well. Transthoracic echocardiogram during admission showed a well seated device. Warfarin was re-initiated that day and follow up with coumadin clinic to ensure the patient¿s international normalized ratio was 2-3. A follow up tee will be performed at 45 days post implant. Regarding the acute pericarditis - electrocardiogram changes resolved, no symptoms. The patient will continue colchicine for 3 months total and they will continue to monitor.